Event description:
During initial testing at the manufacturing site, it was found that the device did not detect distal occlusion. Fluid also backed up into channel b or the collection bag when the occlusion pressure was set at the high range.